Manufacturer narrative:
This device has not yet been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during a routine device change out procedure, this right ventricular (rv) lead became stuck in the header of this pacemaker. It was noted that the conductor came apart when attempting to remove the lead from the header. The lead was surgically abandoned and replaced. The device was successfully explanted. No adverse patient effects were reported.